Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Device evaluation:analysis of the returned device identified: creases fold and opening curved on posterior. Leak test and microscopic analysis was performed which identified: sharp opening on posterior, striated opening on posterior and orange particles inner device. A dimension measurement in the shell was performed which identify the thickness within specification the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening. A striated opening on posterior assessed as surgical damage.